Event description:
It was reported that the pt experienced a loss of therapeutic effect about two months ago. The pt fell four times in the last week and several times over the past four months, and is only getting stimulation on one side. X-rays were ordered. Impedances for electrodes 8-14 were all measured at greater than 3,600 ohms concurrent with the loss of stimulation. When the #15 electrode was used the pt reported stabbing in the lower back right above the implantable neurostimulator (ins) location. It was also reported that the pt experienced a warm sensation in or around the ins pocket during recharging. Additional info received reported that the pt was still able to use program 1 without problem, and was waiting for approval from workers compensation for a lead revision.

Manufacturer narrative:
(B)(4).